Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances across one lead. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed that both leads had migrated and fractured. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.